Event description:
The customer reported being hospitalized due to chest pain and diabetes ketoacidosis. The blood glucose reading at time of call was 149 mg/dl. The customer stated that the last infusion set change was on (B)(6) 2011. Troubleshooting was performed. The customer stated that her blood glucose was 145 mg/dl at bedtime, and she woke up with 386 mg/dl. Then the customer programmed and delivered 6.3 units. However, the daily total for the day of the event was 15.9 units. The customer was disconnected from the insulin pump. The programming and alarms appeared to be correct ran a fixed prime test and the insulin exited. Performed a high pressure test and the test passed. The customer stated that the buttons are hard to press. Advised the customer to discontinue use of the insulin pump and revert to back up plant. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.